Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the quality assurance technician reported that the rubber feet were missing from the bottom of the pump case. Since the event occurred during routine testing of the device, there was no pt involvement during this event.